Event description:
A customer reported via phone call indicating a leak in reservoir compartment of their insulin pump. The customer has a blood glucose level was mg/dl at the time of the call. The customer states that they do not know if the leak is past the second o-rings. The customer is sending the reservoirs back for analysis.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.